Manufacturer narrative:
As reported, the optifix straight device deployed a broken fastener during the procedure. The subject device has been returned for evaluation. Visual evaluation found that the cannula backup tabs and the distal end of the cannula tip were bent. Functional evaluation of the sample resulted in the successful deployment of two fasteners and a broken fastener deployed confirms the guide wire bent. Broken fasteners deploying are a known result of a bent guide wire/ tabs. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause of the bent guidewire and backup tabs on the device were found to be bent from applied forces when in use and also damaged the distal end of the cannula. Review of manufacturing records confirms product was manufactured to specification and no manufacturing anomalies were found. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2022, the bard/davol optifix fixation device was used to fixate a 3dmax mesh. It was reported that the surgeon successfully deployed two fasteners and fixated into the 3dmax mesh. As reported, the third fastener could not be deployed and the tip of the metal in the shaft lumen came out and and a fastener could not be fixed. It was reported that the broken fastener was deployed outside of the patient's body. There was no reported patient injury.